Event description:
It has been reported to philips that the c-arm movements failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the arc was unable to move, and geo error message appears on the live display. The issue was reoccurred where, fse found wireless foot switch not being available due to be battery charger not working. To resolve the issue, fse replaced footswitch charger. Review of the log files shows malfunction of "application error: motor assembly error", most likely cause is "longitudinal drive". Upon troubleshooting fse found longitudinal arc movements was deactivated. To resolve the issue, fse replaced the longitudinal drive. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation code was corrected.